Event description:
Report received of an over-delivery of demerol. The pump was programmed in the pca only mode to deliver demerol 10mg/ml with a 10mg pca dose, unspecified patient lockout and 4-hour limit. It was reported that each time the patient requested a dose, the pump recorded 10mg being delivered, but delivered 20mg. The patient reportedly received 300mg of demerol in an unspecified period of time, from an expected delivery of 150mg. There was no reported adverse effect to the patient. The patient's respiratory rate was unchanged. No medical interventions were required.